Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the communication failure between the scope and the video processor through the subject device due to the worn out of the pin on the output socket of the subject device by repeatedly long-term use because over six years had passed from the subject device had been delivered.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4) oekg checked the subject device and found that the reported phenomenon was duplicated due to the contact failure of the output socket of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the scope communication error b30 was displayed. There was no report of patient injury associated with the event.